Manufacturer narrative:
Voluntary medwatch report received: mw5163161.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited noise and low pacing impedance. No changes or interventions were done; the ra lead will continue to be monitored. There were no patient consequences.